Event description:
It was reported that the lock of the three-way stopcock was unstable and would fall off. An intellagen tubing set was selected for an atrial fibrillation ablation procedure. During device preparation, the lock of the three-way stopcock attached to the tube was unstable and would immediately fall off when connected to the ablation catheter. Since it could not be secured tightly, the facility used its own pressure-resistant three-way stopcock device. No complications were reported, and the procedure was completed successfully. The device will not be returned for analysis, as it was disposed of by the facility.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.